Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report: 1627487-2011-03353. Reference MFR report: 1627487-2011-03369. The pt rec'd a scs system on (B)(6) 2011. It was reported that one of the pt's leads migrated. The pt elected to have paddle lead implanted. During the lead removal, one of the leads broke off inside the ipg header and ipg was replaced as well. No further info is available at this time.